Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a review of the pump history was reviewed and there was no evidence of a battery life issue observed. The battery voltages in the black box were within normal specification. The pump current draws were measured within specification. A battery life issue was not duplicated during testing. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was corrosion observed inside the battery compartment. A leak test verified a leak in the battery compartment. The pump cover was removed and there was no further evidence of moisture damage found. There were no intermittent connections observed. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.